Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to properly dispense insulin during the injection. The following information was provided by the initial reporter, translated from (B)(6) to english: "some needles are not functioning correctly meaning that the insulin is not injected correctly. The function check is being performed before the injection by the user. Normally there is a stream of insulin coming out of the pen but more often there is the problem that the insulin is only coming out punctually."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.